Event description:
It was reported that the patient presented for an implant procedure. During procedure, the stylet could not advance within the right atrial lead. It was noted that there was damage to the lead upon inspection. The physician removed and replaced the lead during procedure successfully. The patient was in stable condition.

Manufacturer narrative:
The lead was returned for the reported events of damage and failure to advance stylet. A complete lead was returned in one piece with blood/tissue clogged in the helix. Visual and x-ray examination found no anomalies. Electrical testing found no conductor fractures or internal shorts. A stylet could be inserted with no obstruction. The reported events were not confirmed.